Event description:
The customer reported they could not plug in the interconnect cable and as a result, the system was unusable. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable plug was reassembled. The system was then found to be operating as intended.